Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance from the rv coil was high. The caller requested programming options. The lead remains in use. No patient complications have been reported as a result of this event.